Event description:
The event was reported to gore through FDA's medwatch program. It was reported the pt had previous surgery at another facility in 2006 for decompresive hemilaminectomies l4-5 bilaterally with preclude placement, antiadhesive layer. The report went on to reveal the pt (she) presented with intractable exertional leg pain. The report further stated that during surgery in 2008 for l4-5 decompresive laminectomy an inflammatory mass was excised off the underlying dura of the thecal sac and right l5 root. As this mass was excised, a foregin substance, which appeared to be consistent with rubber, was removed. On the left side there was another large inflammatory mass over the lateral aspect of the thecal sac and left l5 nerve root. When this inflammatory mass was removed, there again appeared to be a foreign body consistent with rubber. The report further reported that in '06, surgical fibrillar was placed over the preclude with closure over 2 drains.

Manufacturer narrative:
A review of the mfg records will be conducted.